Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmeas, the most probable root cause is user error: improper implant positioning and implant late loosening.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2018 where two implants were installed. The patient had a period of si joint pain relief before presenting to a new surgeon with complaints of a recurrence of si joint pain. The new surgeon determined that both implants were loose on the sacral side and that the most caudal positioned implant was malpositioned behind the si joint. In (B)(6) 2019, the surgeon performed a revision procedure where he removed both implants with chisels as they were solidly fused in the ilium. He then replaced both implants with larger ones of the same type using the explant voids. The status of the patient following the revision procedure is not known.